Event description:
It was reported that during a laparoscopic low anterior resection procedure, the clip was not loaded properly. Surgery was prolonged one minute. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer bypass. Evaluation summary. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality, and it malformed one clip due to an advancer bypass, formed 3 conforming clips, however, after the third firing the jaws became disengaged from the cam and the remaining clips were ejected. The device locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.